Event description:
The customer reported that the 12-lead ECG would hang and would randomly exit the 12-lead screen without user interaction. The only way to get 12-lead back was to cycle the power. There was no impact to the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.